Event description:
Punctured in 2011-(B)(6), puncture smooth, maintenance in accordance with the hospital requirements, about 3pm. (B)(6), 2011, pt was found leaking at the front end of the catheter disc. The pt was angry as the catheter had just been used for no more than one month. Nurse was ashamed. Brought great effect to both pts and customers.

Manufacturer narrative:
Results of the device evaluation will be filed in a supplemental report when sample is received. Additional info necessary in determining reportability. Requested (B)(4) 2012. Info received (B)(4) 2012.